Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer experienced the malfunction multiple times but had not reset the pump in the last 24 hours. Technical support decided to replace the pump despite it being out of warranty, and the customer continued using the current pump to ensure uninterrupted insulin delivery.